Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be not tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was subjected to a measured anvil retention test with an acceptable result. The device was not cycled due to the observed staple guide damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of esophagus-gastric tube in a laparoscopic video-assisted thoracoscopic esophagectomy procedure, the anvil of the device disengaged. Another device was used to complete the case. There was no patient injury.